Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap in between the acoustic lens and the ultrasound probe, and the acoustic lens was peeled, was caused by physical stress from dropping, hitting, or applying chemical stress to the affected area on a hard surface/object during the cleaning/disinfection process. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned , it was observed, due to a crack on the section-body, water tightness was lost, due to damage on switch 1 (sw1), water tightness was lost, the t-nut was loose, due to damage, sw2 did not work, due to wear of the lock engagement (fe) lever, up/down (u/d) knob could not be locked securely, the section-cover was deformed, the paint on the air/water (aw)-cylinder was peeled, the electrical-connector had corrosion due to water leakage, the light guide (lg) lens had a chip, the adhesive on the bending section cover (a-rubber) had a chip, the connecting tube had a buckling, due to wear of angle wire, the play of u/d knob was out of the standard value, due to wear of the angle wire, the play of right/left (r/l) knob was out of the standard value and the universal cord had buckling. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope was noted to be leaky. Upon inspection of the customer¿s returned device it was observed, there was a gap in between the acoustic lens and the ultrasound probe, and the acoustic lens was peeled. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.